Event description:
It was reported that an intexen sling was implanted to treat the plaintiff's pelvic organ prolapse and stress urinary incontinence. It was alleged by the plaintiff's attorney that, as a result of having the mesh implanted, the plaintiff was caused and/or in the future will be caused to suffer personal injuries, pain and suffering, emotional distress, and other damages. It was also alleged that, the plaintiff has, sustained permanent injury, recurring and increased incontinence, abdominal and lower back pain and has required surgical intervention.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.